Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of a rd900 neopuff infant resuscitator was faulty. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) have requested the return of the complaint rd900 neopuff infant resuscitator for investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the subject rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected and performance tested. Our investigation is based on our evaluation of the subject device, information provided by the distributor, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the subject device confirmed that the peak inspiratory pressure (pip) knob was confirmed jittery movement, due to the retaining ring impeding rotation. Performance testing of the subject manometer and valve system confirmed that the device passed the functional tests, however the pip knobs were not turning smoothly, and the pip valve pressure readings were unstable. Conclusion: the cause of the reported malfunction is due to excess grease applied during manufacturing. F&p has completed the failure investigation for the identified root cause in (B)(6) 2024. The subject rd900 neopuff infant resuscitator with lot# 2102637117 was manufactured on 01 june 2023 which is prior to the completion of the failure investigation. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of a rd900 neopuff infant resuscitator was faulty. There was no patient involvement as the issue was found whilst the device was not in use on a patient.